Event description:
It was reported to philips that fluoroscopy was not possible. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment/non-emergency treatment was performed by the customer and completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy was not possible. Review of the system log file showed that there was an error in image disk and malfunction in image store. Upon troubleshooting fse observed that the system was not able to perform fluoroscopy and store images and found that x-ray pc was defective. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated medical device correction (z-1151-2024). To resolve this issue, fse replaced the defective x-ray pc as the drive bay was defective and os drive was corrupted. The defective x-ray pc was returned to philips for further analysis and found that the failed component was hdd bay. The codes were updated based on the investigation outcome.